Manufacturer narrative:
Continuation of d10: product ID 978b128 (lot: va2xesh); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing a shock from device. Patient stated shocking and pain at battery site. An impedance check was performed and no issues were reported. Patient stated the ins was heating in the pocket. Issue was not resolved and is ongoing.